Manufacturer narrative:
(B)(4). Batch # n93m6t. The pouch device was received with the support arms detached from the push pull rod. In addition, the tyvek was returned along with the instrument. During evaluation, the support arm pin was noted detached and missing, leading the support arms got detached from the push pull rod. However, it could not be determined what may have caused the condition found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, after placing appendix in bag, the metal arms fell out of the device and into the patient¿s abdominal cavity. One arm was unable to be located. X-ray was summoned to assist recovering the arm which was eventually found. The procedure was prolonged by approximately one hour. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).there was no conclusive evidence that indicated a 302 stainless support pin was inserted into the pouch. There is evidence that indicates that some type of damage occurred to the hole and that most likely something was inserted into the push pull rod. However, the material that was transferred into the rod was not a 300 series stainless. Additionally, there was no groove present on the inside of the hole similar to those that were observed in the 3 production devices. It is unclear the source of the damage to the hole and whether this occurred during manufacturing, during surgery or after the surgery. It is unlikely that there was a pin present in the pouch during surgery.